Event description:
It was reported during a follow-up triple a stent graft procedure, that the doctor noted free floating tantilum spoons from the indwelling stent which was placed 1 month ago. The initial iliac placement of the stent was in tortuous anatomy and was placed past the lesion requiring the doctor to pull back on the device. When the graft was placed, the spoons were secured to the vessel wtih no further complications being reported.